Manufacturer narrative:
The device has not been returned for evaluation and no images or videos have been provided of the filter in-vivo, so the complaint cannot be confirmed. Therefore, no corrective actions will be taken.

Event description:
According to the notice received by way of a civil action complaint filed on (B)(6) 2019, the patient was prescribed and implanted with an option elite retrievable ivc filter on or about (B)(6) 2015 by an unidentified physician, at (B)(6) medical center in (B)(6). The complaint alleges that the filter has caused perforation. Argon¿s attorneys are attempting to gather additional information.